Event description:
The PICC broke while the clinician was peeling away the sheath dilator.

Manufacturer narrative:
Results of a device evaluation will be filed in a supplemental report once sample is received.